Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 10 mg/ml dilaudid at 2.142 mg/day and 10 mg/ml bupivacaine at 2.142 mg/day via an implantable pump for spinal pain. It was reported that an alarm was heard, but telemetry was not yet performed on (B)(6) 2016. The patient noted a critical alarm showing on the personal therapy manager (ptm). It was unknown what code was showing. No symptoms were reported. It was later reported that the alarm was confirmed by telemetry and a critical alarm was occurring. It was noted that a low battery reset and safe state occurred. Pain was reported. It was also clarified that the patient had not seen a code on their ptm, but it was that the patient heard the pump alarm and searched online for more information on pump alarms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.